Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was displaying an er1 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began one day prior to contacting lfs for assistance. The patient informed the cca that she manages her diabetes with an unknown type of insulin and is a self adjuster. She denied making any changes to her usual diabetes management routine in response to the alleged issue. Approximately one week prior to the alleged issue occurring, the patient claimed she was experiencing symptoms of "light headedness". She reported that on (B)(6) 2013 she was taken to the emergency room (ER) at an unknown time where her blood glucose was checked on a hospital device. She reported obtaining values of "523 mg/dl and 170 mg/dl" performed at unknown times and was treated with IV fluids. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient confirmed the symptoms and treatment took place prior to the alleged issue occurring. However, this complaint is being reported because the alleged product issue remained unresolved.